Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had lost a lot of weight, had loose skin and this s-ICD system had migrated. Two defibrillation threshold (dft) tests were performed in the clinic. Imaging was obtained in which the electrode had fallen into the abdomen area. The field representative was going to update when the system gets revised. This s-ICD remains in service. No adverse patient effects were reported.